Event description:
It was reported that the explanted device was received at med-el headquarters on (B)(6) 2012. As per comment on the device explantation report, the pt was explanted due to a huge cholesteatoma in the mastoid cavity, which destroyed the posterior wall of the ear canal. To date no further info has been received.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.